Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and revealed a non-sustained ventricular tachycardia episode due to noise and myopotential oversensing. The device was reprogrammed and the patient was in stable condition.